Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing pain/skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, patient prescribed an antibiotic which subsided the infection and patient started using the continuous glucose monitoring (cgm) system again.

Event description:
Senseonics was made aware of an serious adverse event where patient experienced infection at insertion site. She had an appointment with the ever sense center but due to her job she was not able to go there in person. Instead she had a video call with the doctor who looked at the arm and prescribed an antibiotic. The infection has now subsided and patient will start using the system again.